Event description:
MRI tech brought in ferromagnetic stretcher with oxygen into scan room. Pt stretcher slammed the gantry and they removed the pt. Ge had to come in and ramp the system down to remove it. Pt has dementia so was aware of situation. Tech never screened nurse that assisted with taking pt into scan room. Also later allowed security officers in scan room to try and remove the stretcher.